Event description:
It was reported that prior to beginning the prostate procedure, the systems fiberlife mode activated and no aiming beam output was observed from the surgical fiber. The fiber was replaced and the procedure performed using a second fiber. There was no patient injury reported.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to be broken inside the metal cap. The fiber proximal to the fracture was found to rotate independently of the metal cap. A slight bulge in the outer flow tube was noted at the pad printed symbols. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode; the fiber issues may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to user handling/excessive bending.